Manufacturer narrative:
B2: outcome attributed to adverse event: other- subacute fracture of t11 h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp), clinical study via a manufacturer representative regarding a patient with clinical ID (B)(6) and study ID (B)(6) having l4-l5, l5-s1 interbody fusion, discectomy, posterior spinal fixation and fusion therapy. It was reported that patient had weakness primarily affects the subject's left foot, manifesting as a foot drop that began after the surgery. Outcome status: not recovered/ not resolved site related assessment: probable related with study device and index procedure. Sponsor assessment: probable related to index procedure, probable related to device. Diagnostics: action type: diagnostic, action subtype: x-ray-1, action result: as per physician, ap and lateral full length standing spine x-rays obtained, interpreted today, reveal instrumentation l4 to s1 anterior posterior. The patient has developed a spondylolisthesis degenerative in nature at l3-4. Otherwise, everything looks unchanged. No obvious loosening of screws. When comparing x-rays to (B)(6) 2025, the patient has developed anterolisthesis of l3 on l4. Action date: (B)(6) 2026 action type: diagnostic, action subtype: magnetic resonance imaging-2, action result: MRI of the lumbar spine from (B)(6) 2026 was reviewed and revealed instrumented fusion l4 to s1. The patient has mild l3 on l4 anterolisthesis. Reveals a probable left sided disc protrusion and a right sided facet cyst. Significant changes at l3-4 looking at the radiology reading. Subacute fracture of t11. There is some signal change in the cord right above the axial views, so it was hard to tell per the radiologist whether this was volume averaging, but there was no spinal cord compression in axial views and recommended an MRI of the thoracic spine. The radiologist felt that there was also some edema still in the sacrum. Action date: (B)(6) 2026 there were no further complications reported regarding the event.